Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experienced interrupted charging and difficulty locating the ipg using the charging system. Troubleshooting was attempted to no avail as the patient could not continue pressing the paddle to her ipg at high intensity for long periods of time to charge. A replacement charging system did not resolve the issue. It was determined the scs ipg was too deep. As a result, the scs ipg was explanted/replaced and the pocket site was revised.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.